Event description:
Per the clinic, the patient experienced a post-operative infection at incision site and subsequently was treated with oral antibiotics for several weeks (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
This report is submitted on july 01, 2024.